Manufacturer narrative:
Date of report: 29may2019. Date rec¿d by MFR: 28may2019. The customer declined our service and repaired the unit on their own. The customer confirmed that the unit is back in service. The details of the repair were not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 28nov2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The event date was not specified; estimate used.